Event description:
It was reported that the a merlin.net transmission revealed increased pacing impedance. An increase in capture threshold was also noted. A subsequent transmission also revealed episodes of non-sustained lead noise. Noise could not be reproduced with in clinic testing. Insulation anomaly suspected. The lead was capped and replaced. The patient is recovering normally following the procedure.